Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while attempting to change the cartridge. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed.